Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned. Therefore, the complaint could not be confirmed and the root cause could not be determined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported when using the bd insulin syringe 0.3ml 29ga 1/2in , the device experienced hub separates from the device. The following information was provided by the initial reporter. The customer stated: the customer (animal clinic) reported about needle/shield separation from the barrel when removing the shield.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd insulin syringe 0.3ml 29ga 1/2in , the device experienced hub separates from the device. The following information was provided by the initial reporter. The customer stated: the customer (animal clinic) reported about needle/shield separation from the barrel when removing the shield.